Manufacturer narrative:
Change the report source and report source - other. Additional codes were added in. Device problem code. Evaluation method code. Device available for eval. Change it for yes to no.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. No medical intervention was required by the patient. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles. Contamination findings calcium. Confirms no complaint. The device was scrapped.